Event description:
Per the clinic, the internal magnet became dislodged subsequent to an MRI for issues unrelated to the implant. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.